Manufacturer narrative:
Patient diagnosed with capsular contracture, baker grade IV, left-side device, within 3 mos. Of implantation date. Device removed and replaced with identical device.

Event description:
Patient diagnosed with capsular contracture, baker grade IV - left-side device.